Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. There were no leaks observed on the set (no additional details provided).there was no patient injury or medical intervention associated with this event. No additional information is available.